Manufacturer narrative:
Upon receipt, the external pacemaker was inspected. Apart from signs of usage nodeviation was found related to the clinical observation during analysis. The visual, mechanical and functional analysis revealed no anomalies and no material ormanufacturing deviation was found.this was manufactured before may 2007.

Event description:
Ous MDR - it was reported that the device did not pace correctly probably due to a "loose wire". No further details available. The event date was not reported. No adverse patient side effects were reported. The device has been returned for analysis.